Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). A patient experienced series of shock, pain and infections were reported to abbott. It was determined the patient had their ipg replaced due to shocks. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced due to a series of shocks, pain, and infections. No other details on the event are available.